Event description:
It was reported that the user experienced difficulty connecting a dexcom g7 sensor to the ilet. Investigation included user interview and troubleshooting assistance, during which the user¿s caregiver was guided to toggle the cgm setting from g7 to g6 and then re-initiate the pairing process. Following these steps, the sensor successfully paired with the ilet. Outcomes included no reported clinical symptoms and no need for medical intervention. Investigation of this case revealed no malfunction of the ilet device and indicated that the issue was resolved through standard cgm configuration and pairing steps rather than a device or component failure.